Event description:
It was reported that the pt had her device removed due to the cuff that had "migrated along the anal canal and was no longer causing occlusion. The pt was leaking stool." It was also reported that the pt was dissatisfied and "felt cuff wasn't opening enough/properly". The physician indicated the pt had to strain more than usual when using the restroom. The pt was not reimplanted at this time because "a hole was made in the rectum during removal". "She wants to have implant again once she heals".

Manufacturer narrative:
Pump catalog 72402287 - serial # (B)(4), exp. 04/12/2015, mfg 04/2010; cuff catalog 72401962 - serial # (B)(4), exp. 09/23/2014, mfg. 09/2009. Analysis results indicate the balloon pressure was below specifications. The pump and balloon performed within specifications. Should addition information become available regarding this event it will be re-evaluated and a follow-up report will be sent.